Event description:
Healthcare professional reported right side capsular contracture baker grade iii-IV found during explant surgery. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade iii-IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: implant exchange.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii-IV found during explant surgery. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases and wear abrasion. A leak test was performed which identified no leakage. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: -no issues found related with the manufacturing.